Manufacturer narrative:
The event occurred in china during patient treatment. It was reported that the rotaflow console (rfc) displayed the error message "stop ". The rotaflow was then exchanged with a backup device with no consequences for the patient. No harm to any person has been reported. A getinge service technician investigated the rotaflow console with s/n (B)(6). The technician confirmed the reported failure and replaced the 'rotaflow control boards pcba (printed circuit board assembly) kit' (part# 701034051). After the replacement the device is working as intended. The reported failure has already been investigated by the getinge life-cycle-engineering (lce) and the most probable root cause could be determined as a faulty control of the transistors t3 and t6 by the ¿controller ic23 which lead to the reported failure. Based on these investigation results the reported failure "stop --- error" could be confirmed. A device history record (DHR) review was performed on (B)(6) 2023. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china during patient treatment. It was reported that a rotaflow displayed the error message ¿stop --¿ but continued functioning normally. No harm to any person has been reported. Complaint ID: (B)(4).